Event description:
The pt's relative called lifescan (lfs) in 2005 and alleged that the pt's meter would not power on. Follow up questions were sent to the rep to obtain more info from the reporter. The rep verified with the mother the following info:. One days of 2005, at 7:30 pm the pt obtained a result of 157 mg/dl before dinner. The pt is on an insulin pump and he was given 0.2 basal units of insulin and 1.5 units of bolus insulin. The insulin taken was not based on the meter result. The pt's result. The pt's blood glucose was tested later that evening at 10:00 pm and a result of 138 mg/dl vs. The 148 mg/dl (originally reported) was obtained. At 3:15 am, the pt awoke sweating and crying. The relative thought that the pt was hypoglycemic. She attempted to rest on the meter but it would not power on. She called emergency services, which advised the mother to give the pt sugar and milk with cereal. Forty-five minutes, she borrowed a meter form the local physician and tested the pt. The test result was 330 mg/dl. The pt felt fine the following morning. The correct test strips were used, the battery was less than 1 year old and correctly installed, and the battery contacts were in good condition. This complaint is being documented as a malfunction because there is evidence of a meter malfunction (the issue was not resolved) and there is no evidence of the meter contributing to a serious injury. The pt did not have any symptoms at the time of the 138 mg/dl result; no insulin was given based on the meter. The pt exhibited symptoms of hypoglycemia 5 hours after the last test on the meter; the pt was treated based on symptoms; and no other medical attention was provided to the pt after the treatment. A replacement meter has been sent to the pt.